Event description:
It was reported that a revision surgery was performed due to fracture of the implant.

Manufacturer narrative:
Evaluation of the returned device showed red discoloration on the posterior region of the fracture surface. The physical evidence suggests that the post potentially failed due to significant damage to the posterior surface of the post due to cam impingement, resulting in the initiation of a crack that then propagated in an anterior direction until the remaining cross-sectional area of the post could not sustain the imposed loads. At that point, the post was torn off through plastic deformation, which created the lip on the anterior region of the fracture surface. No material deviations were found during this investigation. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated.